Manufacturer narrative:
The insulin pump was received missing segments due to cracked zebra connector on the lcd board also, with corroded battery tube. The insulin pump was received with operating currents within specifications. The insulin pump passed unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, cracked reservoir tube, broken battery tube threads, minor scratches on lcd the window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of missing segments/partial display from the insulin pump. The customer's blood glucose reading was 9.2 mmol/l. The customer stated that he cannot read the pump properly. The insulin pump will be returned for analysis.